Manufacturer narrative:
Additional PMA/510(k): p040024.

Event description:
On 05-apr-2011, a spontaneous report was received from a nurse regarding a female (age not reported) who received an injection of restylane (cross-linked hyaluronic acid dermal filter). Medical history included lupus. The pt's skin type and concomitant medications were not reported. On an unk date, the pt received an injection of restylane (amount injected not reported) to an unspecified area. Pre-procedure medications used and additional procedures performed at the time of implantation were not reported. On an unk date, after the implantation, the pt experienced a "lupus flare-up." The nurse did not comment on the causality or severity of the reported events. The nurse refused to provide further info "because her info was anecdotal." The lot number and expiration date were not reported.